Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in used condition, without its original packaging and decontaminated. Visual inspection showed no damage, kinks, cuts, or any other damage. During functional testing the device was fully filled, and no air bubbles were detected. The infusion pump could be connected, and no alarms were detected. Complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken as the complaint was not confirmed.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: france. B3: unknown; lot information not provided. D4: catalog number, lot number, expiration date and UDI are unavailable; g5: unavailable; h4: unavailable.

Event description:
It was reported that the cassette exhibited a gas embolism in an anemia patient. The cassette was isolated and air was observed in the circuit. Per reporter a pca was in use with the cassette. No adverse patient effects were reported.